Event description:
The customer reported an anomaly related to a defect in the tubing connection during a leukapheresis collection. The collection was stopped, the kit replaced, and the collection was restarted and completed successfully. The disposable set was not returned for evaluation because the customer discarded it. This report is being filed in response to the customer filing a sae report.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The disposable set was unavailable for return and analysis. Photos of the issue were provided and evaluated. The return line tubing was inadvertently bonded into the inlet air chamber instead of the return air chamber. The set was loaded correctly despite the mis-assembly and the rest of the set in the photo was assembled correctly. Root cause: this issue was due to a mis-assembly in which a manufacturing associate bonded the tubing into the wrong air chamber. Corrective action: manufacturing associates were made aware of this issue and retrained to the assembly process. The manufacturing instructions were also updated to add additional clarification to the manufacturing steps for air chambers.